Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the lead extension site. The physician assessed that lead extension header was pressing upon the skin resulting in erosion. The patient will undergo a revision procedure.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the lead extension site. The physician assessed that lead extension header was pressing upon the skin resulting in erosion. The patient will undergo a revision procedure. Additional information was received that the physician does not want to proceed with a revision at this time. Patient continues to have redness in at the lead extension site.